Event description:
Event description boston scientific received information that this right ventricular lead was experiencing intermittent loss of capture two days after implant. The lead threshold measurement varied between 0.3 v and 2.5 v, and the patient was in atrial fibrillation. The lead impedance was 1200 ohms, which was stable since the lead was implanted. The loss of capture was also occurring at maximum outputs, and when the device paced at the lower rate limit of 60 ppm. A chest x-ray did not confirm lead dislodgement, however there was no longer much slack on the lead. The physician decided to revise the lead position. No adverse patient effects were reported.